Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced phrenic nerve stimulation when two separate left ventricular (lv) leads were attempted. The lv leads were removed. A new lv lead was implanted. No further patient complications have been reported as a result of this event.